Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had an insert being replaced due to wear but once the surgeon got in, there was metallosis. So everything had to come out. Used a different companies revision knee for replacement. In over 20 years.